Manufacturer narrative:
Device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge damaged at the shroud and subsequently the cartridge was leaking. Reportedly, customer overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. A new cartridge was loaded to resolve the issue. Customers blood glucose level was 120 mg/dl.